Manufacturer narrative:
Based on the operative report provided, the old non-edwards mitral and aortic valves were explanted and replaced with a 31mm(mitral) and 25mm(aortic) edwards valves. ¿the heart was then de-aired, the aortic cross clamp was released. At a quarter flow and the heart resumed beating initially in heart block. The patient was paced but he went into quick vt which responded to one dc cardio-converting shock. He then went into atrial flutter, which was again cardio-converted back into a nodal rhythm before settling out into a normal sinus rhythm. Protamine was reversed and I was just about to start closure of the sternum when some bleeding from the small hole that I had made in the right superior pulmonary vein when I was dissecting out the inter-atrial plane of sonderguard. I had repaired this on bypass with a 4-0 prolene suture however, on attempting to further close the hole off bypass it just became larger. We had to quickly re-heparinise and commence bypass from the aortic to the right atrial two stage venous cannula. The aorta was then cross clamped to a quarter flow. The heart was fibrillated and I patched the right superior pulmonary vein with a patch of bovine pericardium, sutured in place with a continuous running layer of 6-0 prolene. The heart was then again de-aired with co2 insufflation, the heart resumed beating in normal sinus rhythm. Cardiopulmonary bypass was then discontinued on a small dose of dobutamine and satisfactory hemostasis was achieved following decannulation and protamine reversal of heparin. The patient was transferred to the intensive care unit in a satisfactory hemodynamic condition. Per the clinical summary, initial operation on (B)(6) 2013: long bypass time, pulmonary vein tear(pericardial patch). Very large transfusion requirements. The patient was returned to theater the same day for significant drain /wound ooze. Svc bleeding point found and repaired. Coagulopathy post operatively and further transfusions. Ventricular pacing was performed. Oliguric acute kidney injury requiring rrt.¿ based on the available information, patient had recurrent bleeding unrelated to the edwards valves. He subsequently developed complications and expired due to this recurrent bleeding. Additionally per the discharge summary, ¿I was just about to start closure of the sternum when some bleeding from the small hole that I had made in the right superior pulmonary vein when I was dissecting out the inter-atrial plane of sonderguard. I had repaired this on bypass with a 4-0 prolene suture however, on attempting to further close the hole off bypass it just became larger. We had to quickly re-heparinise and commence bypass from the aortic to the right atrial two stage venous cannula.¿ no further actions are possible with the available information.

Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 1 day. Through a follow up with the surgeon's clinic, it was reported: (B)(6) 2012 - redo avr and redo mvr for multi-organ support [a perimount 6900p31c sn (B)(4) was implanted in the mitral position]; long bypass time, pulmonary vein tear. Very large transfusion requirements. Echocardiogram showed no tamponade but severe ar. Mvr appearance abutting the avr leaflets causing severe regurgitation. Large haematoma around the svc and adjacent to ra, severely compressing both structures. Slow flow in the ivc resultant in same physiology as tamponade. On (B)(6) 2012. Repeat intervention with redo avr and mvr (explant of subject device). Further long bypass time with multiple blood products required for coagulopathy. Open chest. Deterioration on unit with high dose vasopressor and inotropes. Little improvement despite addition of vasopressin, hydrocortisone, change to haemofiltration. Deterioration overnight. On (B)(6) 2012 cardiac arrest at 01:45 hours. Further cardiac arrest on (B)(6) 2012 at 02:20 hours. On (B)(6) 2012 - pea arrest with time of death at 02:52 hours. No other details provided. There have not been any allegations of a malfunction or deficiency related to the explanted valve.

Manufacturer narrative:
Device not returned. Explants of prosthetic valves can occur due to a number of issues including device, patient, and/or procedural related factors. Unfortunately, insufficient information has been provided in this case to conclusively determine the root cause of this event. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. A supplemental MDR will be submitted in the event any new information is received.